Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient came to clinic and the vad coordinator noted bent pin in power port #1. Controller would not recognize power source. The controller was replaced. There was no patient impact as result of the exchange.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device  failed visual inspection due port 1 that was found with a bent pin inside. The damaged connector was unable to be used, rendering the port inoperable.  This failure is most likely due to a forced or improper connection to the port causing the pins to bend. This controller was returned with the old software installed (no smr upgrade). The most likely root cause of the reported event can be attributed to a forced connection. Heartware has an internal investigation on bent pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.